Event description:
It was reported that the patient developed a sepsis infection. The implantable cardioverter defibrillator (ICD) leads were found to have vegetation. The ICD system was removed. The next day, the patient had a sudden drop in flows due to thrombus within inflow cannula. The patient is enrolled in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 1103 vad pump system, implanted: (B)(6) 2019; 1125 graft, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.